Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Sensing integrity counts (sics) went up to 79 (within 4 days) along with evidence of oversensing. Right ventricular (rv) lead integrity alert warning occurred for increased sic count and 2 or more high rate-nonsustained episodes less than (B)(6) milliseconds on (B)(6) 2016.

Event description:
It was reported that lead integrity alert (lia) triggered on the right ventricular (rv) lead for high rate non-sustained tachycardia episodes with sensing integrity counter (sic). The lead will be explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.